Manufacturer narrative:
(B)(4). The incident was identified and linked to an investigation that was completed on (B)(4) 2012 an a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s., food and drug administration.

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt when compared to the lab instrument. The pt's coumadin dosage was not increased based on the I-stat inr results. Based on the info available at the time, there were no injuries associated with this event.